Event description:
It was reported that after taking three fluoro shots with the 9900 system the forth shot had a grey and torn image and the mainframe presented a communication failure message. The system was rebooted and the same thing happened. However, the case was completed and there was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on information provided the following components have been ordered. Hard drive, generator information pcb, image processor pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional information is received that indicates otherwise, a followup report will be submitted as required.